Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor resistor. The device passed displacement, rewind, basic occlusion, occlusion,and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The device was received with cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.